Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6935-65 implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 4196-88 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.